Event description:
While the pt was hospitalized, it was reported that two external shocks were applied due to ventricular fibrillation. These shocks may have been delivered around the pacemaker pocket area (first shock 100j, second shock 150j). Subsequently, the device could not be interrogated. A second unsuccessful attempt at interrogation was made during re-intervention, 5-days later. The subject device was then replaced by an ICD system.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.